Event description:
It was reported, that during a da vinci-assisted pulmonary segmentectomy surgical procedure. The rubber on the wrist of the curved-tip sureform 45 stapler instrument was punctured, when it was pulled through the port. There were 5 fires left. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument, and completed a device evaluation. The instrument was found to have wrist cover tears measuring approximately 0.059" - 0.316" in length. And no material appeared to be missing. Additional findings not related to the reported issue: the instrument was found to have multiple engagement failures in the logs, that could not be replicated during in-house testing. The instrument was placed on an in-house system and passed initialization, recognition, and engagement tests. The instrument moved intuitively with full range of motion. The instrument clamped, fired, and unclamped successfully.